Event description:
It was reported the patient's device had not worked since her replacement procedure. It was noted the physician thought it may be due to the leads because when he changed the patient's battery the leads were twisted because they were too long at implant.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2006 (B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2006 (B)(6), product type lead. (B)(4).